Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic for a normal device check. During device check the device was unable to be interrogated. Two separate programmers were used but interrogation was still unsuccessful. Patient had missed two prior merlin.net transmissions. Patient was scheduled for a device replacement but prior to device replacement the device was able to be interrogated successfully. Telemetry was found to be inconsistent and rf telemetry was lost. The rf antenna was disconnected from the programmer and reconnected and telemetry was restored and device was able to be interrogated fine. Patient will continue to be monitored.